Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Additional change and/or corrected data. H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00592.

Event description:
Upon further review of the reported event, this report¿¿has been identified as a duplicate report.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
H11: additional change and/or corrected data: become aware date of duplicate case is 5/11/2022 as opposed to 5/11/2023 in the previously submitted medwatch report.